Event description:
Philips received a complaint from the customer on the v60 indicating that a pressure regulation high error (1009) was displayed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The remote service engineer (rse) instructed the biomed to inspect the tubing that went to the gas out port and the proximal port. Biomed confirmed that the tubing that went to the gas out port and the proximal port was reversed and corrected the tubing connections. The biomed then verified that the device did not have an inoperative (inop) after disconnecting the proximal tubing, and the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Per information received from the customer, the device was not in patient use at the time of the reported event.